Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("severe migraines") and headache ("migraines/headaches"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems (blurry vision)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with levonorgestrel (mirena), topiramate (topamax) and surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, menorrhagia, menstrual disorder, vaginal haemorrhage, fatigue, headache, uterine leiomyoma, abdominal pain lower and vision blurred outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device via hysterectomy. Plaintiff will be forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2008: results: procedure successfully done. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived and surgery were adderd. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("chronic pelvic pain"). In (B)(6) 2012, the patient experienced menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("severe migraines") and headache ("migraines /headaches"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems (blurry vision)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with levonorgestrel (mirena), topiramate (topamax) and surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, menorrhagia, menstrual disorder, vaginal haemorrhage, fatigue, headache, uterine leiomyoma, abdominal pain lower and vision blurred outcome was unknown. The reporter considered abdominal pain lower, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: plaintiff's physician has recommended surgical removal of the device via hysterectomy. Plaintiff will be forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: procedure successfully done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.